Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.2 cubie pocket b2 was repeatedly failed to lock. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer was failed. A field service engineer (fse) found the drawer jammed due to a loose latch. The fse tightened the latch, and all functions returned to normal. The system functioned as intended after field service engineer repaired the device.